Event description:
Advanced bionics was made aware that the pt was rejecting the implant because of binaural interference. No trauma, intermittencies or complaints of strange percepts were ever reported. The pt¿s device was explanted. The pt was reimplanted with another cochlear device.